Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of loss of capture is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported in november 2022 that this pacemaker detected loss of capture on the right ventricular (rv) channel due to high thresholds. The physician elected to reprogram the rv lead output. No adverse patient effects were reported. In november 2025, it was reported that this pacemaker detected loss of ventricular capture at 7.5 volts (v) for 0.4 milliseconds (ms). The patient reported syncope. After testing, ventricular capture was obtained at 4.5 v for 1 ms. The output amplitude was programmed to 5.5 v for 1 ms. No adverse patient effects were reported, and this device remains in service.

Event description:
It was reported in (B)(6) 2022 that this pacemaker detected loss of capture on the right ventricular (rv) channel due to high thresholds. The physician elected to reprogram the rv lead output. No adverse patient effects were reported. In (B)(6) 2025, it was reported that this pacemaker detected loss of ventricular capture at 7.5 volts (v) for 0.4 milliseconds (ms). The patient reported syncope. After testing, ventricular capture was obtained at 4.5 v for 1 ms. The output amplitude was programmed to 5.5 v for 1 ms. No adverse patient effects were reported, and this device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.